Manufacturer narrative:
The reported events of inability to interrogate and pacing problem were confirmed. As received, the device had no telemetry communication and was in back-up mode. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found in normal range. Hybrid circuitry was tested, resulting in elevated current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. During interrogation of pacemaker, it was noted that the pacemaker could not be interrogated even after using multiple programmers. The device was unresponsive to applied magnets and continued to pace at 100 beats per minute (bpm) for 10 beats. The pacemaker then would stop pacing. This occurred intermittently with the magnet in place continuously. The pacemaker was explanted and replaced on (B)(6) 2021. The patient was in stable condition.